Event description:
Customer advised that she woke up before the pump gave her the an occlusion alarm, that she removed the tubing and insulin poured out. Customer is not alleging any leaks in the system. She advised that she believes that there was a complete blockage in the tubing and that the spirit combo pump didn't alert her. Customer is alleging a missing alert. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.